Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited low pacing impedance. Rv lead abrasion was alleged as well. No intervention was performed and the patient will continue to be monitored. The patient was asymptomatic throughout and was discharged.